Event description:
The doctor reported separating two files in the same canal of a patient's tooth. This file was retrieved and the other file was filled around. There was no report of injury to the patient.